Event description:
The reporter contacted animas on (B)(4) 2012, alleging that the patient was traveling and was attempting to change the pump clock. When attempting to set the correct time the clock will revert to the previously set time. This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(4) 2012 as expected, and the issue was unresolved at the time of the contact.

Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.